Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. The system was serviced prior to the reported event per the service record (sr) opened. The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the batch/lot/serial number was performed and did not reveal a contributing factor. A review for complaints reported against this lot/batch/serial number was performed. A based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the patient experienced descemet membrane detachment during cataract surgery. The surgery was completed.